Event description:
Medtronic received information that 55 months following the implant of this bioprosthetic valve, the valve was explanted due to a calcification. The valve was replaced with another manufacturer's valve and no adverse patient effects were reported. The valve will be returned for analysis. No other information was available due to privacy laws.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve appeared distorted; oval shaped. The sewing ring appeared to have been removed during explant exposing areas of the stent. Remnants of green and white multifilament sutures remained attached to the existing sewing ring. All leaflets were in the closed position. All leaflets were stiff due to host tissue and/or mineralization on the outflow. A small abrasion through the free margin and lunula of the right cusp adjacent to the point of coaptation appeared to have occurred prior to host tissue overgrowth by contact with along suture tail. All commissures appeared intact. Pannus appeared to line all cusps along the existing tissue and base stitching, into all inferior coaptive areas and 1 to 3 mm onto all cusps reducing the inflow orifice area. Remnants of pannus were observed on the backs of all stent posts slightly extending to the outflow rail of the right cusp. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Tan thrombotic appearing host tissue filled and stiffened the left cusp on the outflow. Radiography showed mineralization in the right and non-coronary cusps. Conclusion: the analysis confirmed the clinical observation. The reduced performance of the valve is attributed to mineralization. Although a conclusive root cause to the observed calcification was not determined, this is a known failure mode for bioprosthetic heart valves. This finding is generally considered a patient-related condition. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis/conclusion: the product will be returned; however, has not been received. Upon completion of analysis, a supplemental repot will be submitted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Event description:
Medtronic received information that (B)(6) months following the implant of this bioprosthetic valve, the valve was explanted due to a calcified bioprosthetic valve. The valve was replaced with another manufacturer's valve and no adverse patient effects reported. The valve was returned for analysis. No other information is available due to privacy laws.